Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture. Device evaluation:visibility/palpability and capsular contracture requested on january 30, 2026.with lot number 2914868 and catalog number n-27-mx120-325. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade IV, asymmetry, discomfort in the chest area, wavy skin over the implant and change of shape". This record is for the left side. Device was explanted. Patient received nsaids and pancef as treatment.